Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2022 a patient disconnected from their patient monitor and passed away. The customer states that the central station failed to emit a technical alarm to inform the staff that the patient was no longer being monitored.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull the clinical audit logs. There was no malfunction of the philips device; the audit logs show that the patient lost ECG connection at 20:00 indicating that the technical alarms were functional and the audit logs also show many other alarms occurring around the 19:49 timeframe. At 19:48:52 there is also a technical alarm that was sounding but the audit log does not show what the technical alarm was alarming for.

Event description:
The customer reported that on (B)(6), 2022 a patient disconnected from their patient monitor and passed away. The customer states that the central station failed to emit a technical alarm to inform the staff that the patient was no longer being monitored around 19:49.